Event description:
It was reported that balloon rupture occurred. A 12.0 x40, 75cm charger balloon catheter was advanced or dilation. However, during initial inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine.